Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a pocket revision due to infection and erosion. There were no additional adverse patient effects reported. The rv lead remains in service.